Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-00666, 1627487-2021-01337, 1627487-2021-01338. It was reported that the patient's leads eroded through the skin. The cause of the erosion was infection at the lead sites. As a result, surgery took place to explant the entire scs system. Patient was prescribed oral and IV antibiotics, and the infection resolved.